Event description:
It was reported the atrial lead was exhibiting sensing difficulty. It was also reported that "atrial lead programming unknown." The lead remains in use. No patient complications were reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the atrial lead was exhibiting sensing difficulty. It was also reported that "atrial lead programming unknown." The lead remains in use. No patient complications were reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. Follow up revealed that patient had been in chronic atrial fibrillation and had been programmed to vvi/vvir for a long time. There was information that the patient had been in a motor vehicle accident with no cause of death information available.